Event description:
Caller reported advantage system blood glucose results of 60 mg/dl and either 150 mg/dl or 180 mg/dl within 10 minutes. Customer is not sure if reading was 150 mg/dl or 180 mg/dl. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.